Manufacturer narrative:
Investigation summary: no customer samples and no photos were received in support of this complaint; therefore, 10 production lot in-house retention tubes were visually inspected and functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. No samples were received, and the defect was not observed in the retention sample testing. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: at around 9:00 am on (B)(6) 2022, the laboratory found that the blood flow rate was slow in the process of blood drawing for the patient, and the normal blood should be injected in a column. After confirming that the blood collection vein was not the factor, the same batch of new vacuum collection vessels were replaced for blood collection. The blood flow rate was normal and the collection was smooth. This batch of vacuum sampling vessels purchased (B)(4) pieces, all have been used, currently the laboratory still has (B)(4) pieces of useless. This incident was an isolated case and did not cause any harm to the patient.